Event description:
It was reported that the four devices jammed during use on unknown firing cycles. The customer was able to complete the case with another like device. The devices will be returned for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Instrument a. Evaluation summary: four devices were returned for analysis. The analysis results confirmed that one device (a) was received for analysis and was noted to be in good visual condition. The device was noted to be empty; therefore functional test could not be performed. The clip formation could not be confirmed, as the device was returned without clips. However, the orange indicator did not show up. The analysis results confirmed that one device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout wa fired through. The advancer appeared to function properly when fired. The analysis results found that the device (c) was returned with the jaw and cam broken off. Functional test could not be performed, as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue. The analysis results confirmed that one device (d) was received for analysis. Functional test could not be performed as there were no clips inside the device and the lockout had been fired through. The device was disassembled and it was found that the tip of the advancer was bent, therefore causing firing issues. Firing issues. Instrument b: c96c145. Instrument c: c9c56p. Broken cam and jaw. Instrument d: c9c471. Advancer bent.